Manufacturer narrative:
This is default text configured for block h10.

Event description:
The plunger did not progress as expected [device issue] the plunger did not progress as expected, preventing proper delivery of the dose [incorrect dose administered by device]. Case narrative: this initial spontaneous report concerns adverse events of device issue and incorrect dose administered by device in a patient (age, gender and race was not reported) from united states. The patient's age at the time of event experience was not reported. On 24-apr-2026, amneal pharmaceuticals received information from pharmacy technician via a telephone call concerning above mentioned events experienced by patient while on amneal's risperidone for extended-release injectable suspension. On b)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50mg/vial (lot number: ap250592, expiry date: 30-nov-2027), for an unknown indication. Concomitant medication, concurrent conditions, allergies, history of smoking, alcohol use or recreational drug use, historical surgical procedure and laboratory tests were not reported. On 08-apr-2026, during administration, the plunger did not progress as expected, preventing proper delivery of the dose. As a result, an additional injection had to be prepared and administered to ensure the patient received the full prescribed dose. Last action taken with risperidone in relation to device issue and incorrect dose administered by device was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and incorrect dose administered by device was unknown. The reporter did not provide the causality of events device issue and incorrect dose administered by device with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.